Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3889-28, lot#: va1awe0, implanted: (B)(6) 2016, product type: lead. Ther relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-sep-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the ins is depleted and they canceled their replacement procedure because they refuse to put an app on their personal cell phone. Patient said the manufacturer representative (rep) told them in pre-op that they would be putting an app on the patient's personal cell phone. Patient said the rep was clear and distinct that the patient would be using their personal cell phone. Patient said this should be explained by a ma before the surgery is even scheduled. Patient said they experience a lot of urinary incontinence which started 5-6 months ago. Patient said they take a diuretic and soak through thick pads. Patient said they can't get to the bathroom and use 2-4 pads a day. Patient said they use incontinence underwear when traveling and dehydrate themselves if they have to travel which isn't good for someone with heart issues. Patient said the battery depleted a few months ago. Patient said they tried to increase stim and weren't getting anything. Patient said a x-ray was done which showed the lead has shifted so they need a new lead. Agent did not ask about the circumstances that led to the reported issue. Reviewed external device use and what is provided with ins replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the ins battery being depleted was from normal battery depletion. The patient doesn't know if they will ever have the battery replaced. They state that if use of this requires installing an app on their smartphone to regulate, it will be a cold day in hell. The patient continues on about how they do not want an app on their own smartphone. When asked cause for the lead shifting, they stated the doctor never discussed possibilities. The dead ins is still implanted, and they don't believe they will get it removed.